Manufacturer narrative:
Minitial 1 of 2. E1: name: tandem country: united states of america. (B)(6). Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced hyperglycemia and was treated with bolus via pump due to bent cannula on (B)(6) 2026.